Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported they went online and stated there were pages about people complaining their batteries only lasting 2 years. The patient stated she put in interstim recall and a few pages came up. There were no further complications that have been reported as a result of this event. The indication for use is unknown.